Manufacturer narrative:
Date of explant is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-21767; related manufacturer report 1627487-2020-21770. It was reported that patient had device system explanted due to an unknown reason. Patient did not consent to further outreach. No additional information is available.